Event description:
It was reported that before surgery hand piece clam shell screw will not screw in. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The reported problem was visually confirmed, the clamshell helicoil is missing and won't allow the handpiece to close. A functional evaluation could not be performed due to broken/damaged part unrelated to the reported complaint. The drill guide is bent and will not allow long attachment to pass through it. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 276 similar reports and this issue will continue to be monitored. The root cause was found to be user error. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual, 500196 rev. C.